Event description:
A 3.0mm x 145mm fibula rod, part number 40-0027-s, was implanted into a patient on (B)(6) 2011. At some point post implantation the fibula rod broke at the proximal-most screw hole. The fibula rod and three screws were explanted on (B)(6) 2011.

Manufacturer narrative:
Product has been explanted, but not returned. Related mdrs: 3025141-2011-00050, 3025141-2011-00051, 3025141-2011-00052.